Manufacturer narrative:
Failure analysis noted that the pump had a blank display due to moisture damage on the electronic assembly. They were unable to verify the compromised force sensor system alarm due to the bank display. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
It was reported via phone call that the insulin pump alarmed compromised force sensor system and the pump shut off completely. The customer's blood glucose was 240 mg/dl at the time of incident. The customer stated that he changed the battery 4 times and tried a new battery cap but it still did not work. The customer stated that he took the battery out and the pump seemed to work. The customer was advised to disconnect from the insulin pump and revert to back-up plan. The customer was advised that the insulin pump will need to be replaced. The insulin pump was returned for analysis.